Event description:
Pt was implanted with lcp proximal femur plate construct on (B)(6) 2011 for revision of a non-union of a left hip fracture. Recent CT scan shows hypertrophic non-union. One of the cannulated locking screws broke post-operative. Revision surgery has not yet been planned.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.